Event description:
This report is filed because the clip (40710u2/(B)(4)) detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet, and resulted in a tear in the posterior leaflet. It was reported that the initial mitraclip procedure was performed on (B)(6) 2014 to treat functional mitral regurgitation (mr) with a grade of 3 and challenging anatomy. One clip (10256325/(B)(4)) was implanted and the mr was reduced to <1. On (B)(6) 2014, a control echocardiogram found that the mr increased to 2-3 due to progression of disease. One clip (40710u2/(B)(4)) was implanted and the mr was reduced to 1. Grasping was difficult due to the anatomy. To check the final hemodynamic measurements, it was decided to increase the systolic blood pressure to 140 mmhg. The blood pressure rose to 230 mmhg and stayed there for some minutes. It was then observed that the mr increased. The clip had detached from the posterior leaflet and was only attached to the anterior leaflet (single leaflet device attachment/slda), and the posterior leaflet had ruptured. In the opinion of the physician, the reason for the slda could be the elevated systolic blood pressure. It was not possible to place another clip because the lateral orifice was too small. The final mr grade remained at 2-3 and the patient was clinically stable. Conservative treatment has been planned for the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system, steerable guide catheter, 1 previously implanted mitraclip (10256325/(B)(4)). Analysis of the complaint device could not be performed because the product was not returned. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. Potential causes for failure to adhere or bond to the leaflets can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. Review of the device lot history record confirmed, there were no non-conformances issued for this lot that would have contributed to the reported event and a query of the complaint-handling database identified no other incidents for the reported lot for the reported difficulty in grasping the leaflets / single leaflet device attachment (slda). With respect to the patient conditions, procedural conditions and/or user technique, the difficulty in grasping both leaflets may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the reported information stated that the posterior medial leaflet was restricted in the p1 and p2 areas, and the leaflets appeared thin under echocardiogram. Additionally, the heart was not in the normal axis, resulting in difficulties visualizing the posterior leaflet. Based on the information reviewed, the reported difficulty in grasping the leaflets appears to be related to procedural conditions / patient anatomy, and not a product quality deficiency. There does not appear to be any evidence of a quality deficiency associated with this device with respect to the failure to grasp leaflets. Potential causes for the single leaflet device attachment (slda) leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. In this case, after the leaflets were grasped, the blood pressure was increased to 140mmhg to check final hemodynamic measurements; however, the blood pressure increased to 230mmhg and stayed for a few minutes. The mitral regurgitation was then observed to have increased, and the clip was found to have detached from the posterior leaflet, with a rupture in the posterior leaflet. Per the physician, the reason for the slda was likely a result of the elevated systolic blood pressure. Based on the information reviewed, the reported slda appears to be related to procedural conditions / patient anatomy, and not a product quality deficiency. There does not appear to be any evidence of a quality deficiency associated with this device with respect to the slda. It was further reported while trying to elevate the blood pressure to 140mmhg to check final hemodynamic measurements, the blood pressure rose to 230mmhg and stayed for a few minutes. The mitral regurgitation was then observed to have increased, and the posterior leaflet was observed to have ruptured. The patient effect of worsening mitral regurgitation and mitral valve injury (tissue damage) are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. In this case, the sustained increase in blood pressure likely resulted in the rupture of the posterior leaflet, resulting in the slda and the increase in mitral regurgitation. In this case, the reported tissue damage and increased mitral regurgitation appears to be related to procedural conditions. There is no indication of a product quality deficiency with respect to manufacture, design, or labeling.